Event description:
It was reported that the 9800 system intermittently displays a low ma error on the c-arm control panel while in the road map mode. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the backplane pcb. The system was tested and found to be working as intended and placed back into service.